Manufacturer narrative:
The device is designed for arthroscopic surgical use to maintain portals during insertion or extraction of instruments and implants. The reported device was returned to conmed for evaluation. Visual inspection of the device verified the reported issue as the cannula assembly was observed to be cracked at the tip. The device was fully intact. Critical device dimensions were measured per print and the device was within specification; therefore, this breakage is not related to the manufacturing process. The most likely cause of this failure is related to the operators' technique as this is a technique dependent device. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. No prior complaints have been received for this specific lot of (B)(4). A two-year historical complaint review found 7 similar reported for this device family. In that same timeframe, 8,993 units have been manufactured and shipped worldwide. A risk analysis was performed and deemed acceptable and within alignment of current risk documents. The instructions for use advise the user of the following. -inspect cannula prior to use to ensure they are in good physical condition. -to avoid damaging seals and excessive leakage, do not use with devices larger than the specified cannula diameter. -use carefully to ensure the cannula is not bent or collapsed when inserting devices. -to avoid damage, do not use excessive force on the cannula. -the cannula should be fixed using the locking nut to fit in the surgical site. -this is a single use, sterile device and resterilization is not recommended. This incident type will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed upon completion of the evaluation and complaint investigation.

Event description:
A conmed affiliate reported on behalf of a user facility that a c08-65 arc cannula was found to be cracked after it was removed from a lateral port during an arthroscopic rc repair. Arthroscopic examination did not show any cannula fragment in subacromial space. The procedure was complete when this defect was observed. No patient injury was reported. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.